Event description:
The article, "left atrial appendage closure in patients refusing oral anticoagulation: the laac- refusal study", was reviewed. This research article is a retrospective multicenter study to evaluate the clinical outcomes of patients with atrial fibrillation (af) who refused or were unable to take oral anticoagulants (oac) despite medical recommendations with those observed in a matched population with af. The devices included in this study were amplatzer cardiac plug, amplatzer amulet, watchman 2.5, watchman flx, and other unknown devices. The article concluded that left atrial appendage closure (laac) was confirmed to be feasible and safe. The ischemic outcome rates at three years suggest a good efficacy of laac in preventing stroke. [The primary and corresponding author was lorenz räber, cardiology department, bern university hospital, freiburgstrasse 18, 3010 bern, switzerland with corresponding email: lorenz.raeber@insel.ch.] This study included patients who refused to take oac lifelong in one group and patients submitted to the laac as a control group adjacent to the respective refusal cases from 01 january 2009 and 31 december 2022. A total of 357 patients were included in the study, of which 74.5% (266) received an abbott device. The average age of the refusal group was 68.1 years. The average age of the control group was 75 years. The majority gender was male. Comorbidities included hypertension, diabetes, chronic kidney disease, atrial fibrillation, coronary heart disease, vascular disease, congestive heart failure, bleeding, diffuse intracranial amyloid angiopathy, ulcer, thrombus, and prior myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, chronic kidney disease, atrial fibrillation, coronary heart disease, vascular disease, congestive heart failure, bleeding, diffuse intracranial amyloid angiopathy, ulcer, thrombus, and prior myocardial infarction. Complications reported included death, heart failure, stroke, systemic embolism, thrombus, bleeding, patient device interaction problem (residual shunt), device-related thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: left atrial appendage closure in patients refusing oral anticoagulation: the laac- refusal study.